Event description:
It was reported that a c2602 a cusa excel straight handpiece overheated during a procedure. Add'l info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.